Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 53 mg/dl. Reportedly, customer's daughter administered a bolus when it was not needed. Customer was new to the pump and required additional training. Bg was addressed via consumption of carbohydrates and glucose tablets. The customer was instructed to consult with healthcare provider regarding bg level.